Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was 304 mg/dl at the time of incident. Customer did not report motor position encoder error alarm. Customer reports the drive support cap appears normal. Customer reported that the insulin pump had not been exposed to high magnetic field. Customer was able to complete insulin pump rewind. Customer reported that they received no delivery alarm. Customer states the insulin exited. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.